Event description:
The customer indicated that the unit was shocking the patient. No patient data, treatment parameters, and resulting conditions/parameters was provided. No reported injury treatment and/or post injury treatment was noted from the complainant.

Manufacturer narrative:
Awaiting return of unit from customer.